Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the battery would not go all the way down on the compartment due to the damaged housing and it would shut off the insulin pump. The customer stated that the insulin pump screen also had damage. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit uploaded properly using carelink. Unit powered up properly after the test battery was inserted. No anomaly noted when installing or removing the test battery. Unit was monitored for 2 days. No blank display noted. No drive/motor anomaly or motor error alarm noted. The motor was tested outside of the unit and passed. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.